Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
While reviewing device data remotely, low pacing impedance and an unstable capture threshold were observed on the left ventricular (lv) lead. The lv lead is currently being monitored, and further intervention is anticipated. The patient was stable with no adverse consequences.